Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported in mailed in medwatch that the following incident (mw5096382) had been reported to the FDA: "patient was undergoing a scheduled right ankle ligamentous reconstruction with arthrex anchors and internal brace, ar-1678-cp. Intra-op, the implant broke while being inserted. An 0.8mm piece remains on the implant, approximately, 0.8mm piece inserted into the bone by the surgeon. The surgeon and the arthrex equipment are aware and are in agreement that the implant is sufficient as is. Discussed with the surgeon who reported that the length of the implant was sufficient for anchoring. No patient harm. Patient discharged to home same day as planned." The medwatch report does not contain facility or reporter information. Therefore no follow is possible at this time.